Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2012 explanted: (B)(6) 2018 product type catheter . If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2018, additional information was received. The rep reported dosing information from (B)(4) 2017. The patient was receiving hydromorphone (5.0 mg/ml, 0.2498 mg/day). The rep had no further information.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4) , implanted: (B)(6) 2012, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-aug-07, information was received from a manufacturer representative (rep) regarding a patient receiving an unknown drug (unk nown dose and concentration) via an implantable pump for non-malignant pain. On (B)(6) 2018, the rep was notified that the patient was having a catheter revision with a possible pump replacement. The cause of the event, symptoms, contributing factors, diagnostics/troubleshooting, interventions were unknown. The revision was scheduled for (B)(6) 2018. The patient's status was alive - no injury.